Event description:
The patient contacted animas on (B)(6) 2012 and stated the up and down arrow keypad buttons were intermittently unresponsive and required several hard presses to elicit a response. The patient noted the keypad rubber was peeling. The patient reportedly wore the pump under a garment, against the body and did not clean it. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 11/25/2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the rubber keypad was torn over the up arrow button and the keypad was worn. A worn keypad has no effect on insulin delivery; a damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad damage during normal wear and the owner¿s booklet instructs the user to contact customer service if the user suspects the pump may be damaged. During testing, the up arrow and down arrow were found to be intermittently unresponsive; the ok and contrast keypad buttons responded appropriately. There was evidence of contamination found under all key contacts and the up arrow and down arrow contacts were inverted.